Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, pt has experienced permanent injury, pain, infection, urinary tract obstruction, urinary retention, constant pulling sensations across the pelvic area, constant foul odor coming from the vaginal area, pain during intercourse caused by the extrusion of mesh into the vagina, mesh erosion, chronic inflammation, and disability.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal bleeding, atrophic vaginitis, vaginal dryness, discharge, yeast infection, microhematuria, persistent right abdominal/pelvic/groin pain, nocturia, urinary frequency, urinary urgency, urinary stress incontinence, mild cystocele, a slight rectocele, hemorrhoids, constipation, diarrhea, fecal urgency and palpation in the anterior compartment revealed an apical mesh arm on the left and on CT scan trace trabeculation of the bladder was found.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pad use, excess urination, brown vaginal discharge, dyspareunia, leaking, very mild pelvic relaxation, tenderness of anterior lower 1/3 of vagina, pain with sitting or moving certain ways, mixed urinary incontinence, defecation dysfunction, fecal staining, bloating, required nonsurgical interventions including lubricant for intercourse, kegel exercises and vagifem suppositories.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced hemorrhage, inability to sit or stand, aching, low back pain radiating to leg, urinary tract infections, vaginal pain, limited physical activities, bladder infection and anxiety.